Event description:
It was reported that the programmer would not turn off even after removing the power cord. The caller was advised to pull the battery out of the programmer and then power up after five minutes. The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).